Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va16ept, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative (rep) reported that they were completing stage 2 procedure on jan-23 and when the physician exposed the lead and cap, the left lead was stripped and a wire was exposed. The lead was crimped between contacts 2 and 3 and a single wire was exposed/coming out and protruding past the proximal tip. It was stated that they have seen these issues in the past due to the lead being stripped because of the setscrew/rotational issue, and the wire is normally exposed at the contact itself. The physician was able to connect the lead to the extension with difficulty and hook everything up to the implantable neurostimulator (ins), but there were high impedances on contact 3 and it is unusable. There were no related patient symptoms. The right lead was placed a couple of weeks prior to date notified, and the left lead was placed in (B)(6) 2016. The patient's indication for implant is parkinson's dual, essential tremor, and movement disorders.